Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was received and failure analysis found the instrument to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.7090¿ - 0.1055¿ in length and were axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube showed damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. The vessel sealer extend instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument clashed with another arm instrument during the procedure. The "long arm bit" scraped off, and the fragment was retrieved from the patient as per the team/surgeon. The fragment was placed inside a plastic container in a parcel.